Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, when trying to release the wires, the purple finger pad on one side fell of the introducer and into the pouch. The pad was retrieved. The case was completed with a second device with no adverse patient consequence.

Manufacturer narrative:
Date sent to the FDA: 9/28/2007. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.